Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that son's insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer also received post reset ram crc error alarm. The customer was able to clear the alarm and able to rewind it. The customer was assisted with troubleshooting and customer reports display was currently blank. The customer states the display was not blank less than 30 seconds and then returned. The customer states the contact on the battery cap was missing or damage or corroded. The customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.